Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine was dry in the opticap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.